Event description:
The dentist reported that the healing abutment got stuck to the implant. During the surgery, the dentist wanted to change implant position (place it deeper), but he couldn't remove the healing abutment from the implant. The implant was removed and another implant was placed in the same surgery.

Manufacturer narrative:
A certain straight healing abutment was returned with an osseotite tapered certain implant. Visual inspection of the as received products identified that the healing abutment was stuck in the implant. The healing abutment was firmly stuck to the implant and could not be separated during functional testing. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).